Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the surgeon tried to connect the lead but was unable to connect it. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.